Manufacturer narrative:
(B)(4). The device was disposed; therefore, a technical analysis could not be performed. The most probable root cause classification of this investigation is operational context.  This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.    A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.  A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was used in the esophagus during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6), 2014. According to the complainant, the stent was implanted to treat a malignant stricture. Reportedly, the patient¿s anatomy was not tortuous. During the procedure, the physician was able to deploy the stent; however, the distal end of the stent failed to expand and the catheter was difficult to remove. It was noted that the stent moved from its position. The stent was removed from the patient and the procedure was completed with another wallflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.